Event description:
International affiliate reports the tip of the fixation pin broke off during spinal plate placement. The broken tip could not be retrieved and remains in the patient.

Manufacturer narrative:
The fixation pin was discarded by the customer and is not available for evaluation. Review of the device history record found the lot met specification requirements when released to stock. Complaint trend analysis found no other complaints have been filed for this item. No conclusion can be made at this time. The fixation pin is made of stainless steel and although, it is not implant grade, it is controlled in its mfg and specifications. The material is resistant to corrosion in a variety of environments, including blood. The processing of the instrument includes a passivation process which further increases the material's resistance to corrosion. At this time, the complaint is considered to be closed.